Event description:
Patient was having avsola infused via zyno pump as a rapid protocol, at the final infusion rate of 500 ml/hr, the nurse noticed the pump was not alarming and manually stopped the infusion after she noticed the line was empty/air in line after the fluid has passed the pump. The air-in line did not reach the patient.